Event description:
It was reported to philips that the flexvision pc failed to bootup completely. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were reviewed, and it was determined that the flexvision pc was malfunctioning. Since the host-pc was unable to connect to the flexvision pc. The fse found that the software on the flexvision pc was corrupted during the troubleshooting. Since the software was not installed on the old hard drive, the fse replaced the hard disk and reloaded the software and configurations. Following these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.